Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a drill bit broke during a procedure. The drill bit was broken while drilling and it was remained in the bone of the patient¿s forearm. The procedure was prolonged by two minutes. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Patient age initially reported as (B)(6) old; patient age was updated to (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received: the surgery was not prolonged.

Manufacturer narrative:
Additional narrative: a product investigation was performed ¿ the 310.284 2.8mm drill bit is an instrument routinely used in the pediatric lcp plate system. The device was returned and reported to have a broken tip. This condition is confirmed; the device has a homogenous fracture surface approximately seven millimeters from the beginning of the fluting at the distal end. It is likely that almost two years of use and possibly a collision with something harder than bone during surgery has led to this complaint condition. The device was manufactured in 10/2013 and is almost two years old. The balance of the returned device is in otherwise good condition with minimal visible wear. Drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient age reported as 50-65 years old. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.